Event description:
Pen is not working properly, is selecting smaller dosage [device malfunction], glycaemia is high [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case from (B)(6) was reported by a consumer as "pen is not working properly, is selecting smaller dosage" and "glycaemia is high" and concerns a (B)(6)-old male patient treated with a novopen 3 (insulin-delivering device) (start and stop dates unknown) due to type 2 diabetes mellitus. Patient's height: unk. Medical history includes 4 episodes of heat attack, 2 episodes of angioplasty and catheterization, 3 saphena bridges and 1 mammal bridge, acute pancreatitis and 18 surgeries (for unknown reason). On an unknown date the patient experienced that his novopen 3 was not working properly. The patient believes that his pen is selecting smaller dosages, as his blood glucose is high. At the moment the patient is using novomix 30 flexpen (dual-acting insulin aspart), but usually he uses penfill for this pen in question and novorapid flexpen. The patient tested his blood glucose on (B)(6) 2009 and it was 204 mg/dl (fasting glucose), 352 mg/dl before lunch and 271 mg/dl before dinner. On (B)(6) 2009 the patient's blood glucose was 238 mg/dl (fasting glucose), before lunch it was 240 mg/dl and before dinner it was 380 mg/dl. The patient buys his insulin in a drugstore, he usually buys a sealed carton, and it comes kept in a polysterene box with cooling element. The insulin is packed in a plastic bag in order to not get wet. In his house the patient keeps insulin in the refrigerator, inside an opened polystyrene box. The insulin in use is kept in his bag (at work) during the day and he leaves it always away from sunlight, in an aired and fresh place. At home he keeps this insulin in use on the kitchen table. The patient uses novofine 8mm needles, 4 needles for each pen (flexpen or penfill). He does not know how many times he uses each needle, but they are used several times as they are just for his own use. He keeps the needles attached to the pen. The patient has used novomix 30 for more than 4 years. He does not practice physical exercises regularly, but he says that walks a lot during the day. The patient did not have any inflammation or cold within the last days. He alters sites of injection in the abdomen (one day in one side and another day in the other side), and sometimes injects in the gluteus. On an unknown date the outcome was "not reported".